Event description:
On two separate occasions the device was interrogated, and the programmer inaccurately displayed the longevity. The device remains implanted.

Manufacturer narrative:
January 21, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): longevity was inaccurately displayed on the programmer. Since the device remains implanted, the programmer files were reviewed. The longevity estimation on the first interrogation resulted from the programmer's wrong date. The second interrogation, the programmer needs upgraded considering it exhibited an internal time loss. The device can remain implanted without any further action. The next release of smartview will implement a feature that will detect and inform the user an internal time loss. (B)(4). Conclusion: the reported wrong longevity estimation on 10 august 2009, resulted from the programmer wrong date during previous follow-up. Therefore, the device can remain implanted without any further action. The programmer (B)(4) has to be upgraded considering the internal time loss it exhibited. The next release of smartview (2.20j) will implement a feature that will detect such internal time loss on orchestra plus programmers, and point it to the user.